Event description:
A customer reported that the system stopped working during a vitrectomy procedure. The procedure was aborted. Additional information has been requested, but has not been received.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).